Event description:
It was reported that the right ventricular (rv) lead had a micro dislodgement and noted high pacing threshold. Boston scientific technical services (ts) discussed programming a fixed output to 5 volts during initial healing period for safety. This lead remains in service. No adverse patient effects were reported.